Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported ¿ruptured in 2020¿, "currently sick" and "included on the recall list". Side is unknown. Device remains implanted.